Event description:
The account alleged the knee section ran down on its own and cannot be raised but attempts to.

Manufacturer narrative:
The account could not remember what was done to repair the bed.